Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic plus supra valve was chosen for a bentall procedure. During procedure, an incident occurred in which the suture securing the holder broke while a 23 mm esp valve and a 26 mm valsalva graft were being composited. Out of the three fixation points, sutures at two locations were found to be broken. It was noticed that the valve was unstable when it was inserted into the graft. According to the nurse, the instability was not apparent during the rinsing process. It was considered highly likely that the sutures were broken during the composite process with the graft. Due to the absence of a holder handle during the bentall procedure, it was determined that safe implantation would be difficult, and the non-abbott valve was used instead.

Manufacturer narrative:
An event of fractured suture was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.